Event description:
Study coordinator reported to stryker in 2008 that following a sternotomy in 2006, a pt wore a painpump for post-operative pain relief where 0.3% ropivacaine was infused at 4.0 ml/hr and the pump was in place for 64 hrs. The pt was released on 10/11/06 and then readmitted on twenty days later, due to possible sternal infection. Although cultures taken were negative, the pt completed a 14 day course of vancomycin. The sternal wound was re-explored and re-closed and the pt was released on five days later. The surgeon could not rule out the pump as the source of the infection.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no lot number could be provided.